Event description:
It was reported that there was a loss of therapeutic effect. The symptoms reported were loss of bladder control. Pt had multiple MRI tests done since implant and problems started after MRI. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).